Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada #24. Surgery details: ridge augmentation and immediate extraction site. On (B)(6) 2019, non-osseointegration was verified. Patient presented with fair oral hygiene and inadequate bone qlty/qty. The device was sent to the manufacturer. At the event the patient experienced: infection, pain, mobility, bleeding, increased sensitivity, hypersensitivity, abscess, fistula and inflammation. No further patient complications were reported.